Manufacturer narrative:
Final analysis found the pulse generator to exhibit back-up mode due to multiple flipped bits. The device was at elective replacement indicator (eri) and was successfully downloaded.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect results for ise chemistries [sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2)] generated by the synchron lxi 725 clinical system for two patients. No results are available. The results were reported out of the lab. Per customer, one patient had received treatment; however, the nature of the patient treatment is unknown.